Event description:
The patient was revised because of osteolysis , wear of the insert and loosening of the tibial component.

Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for both reported part and lot number combinations. Provided info states the surgeon expressed concern that the ankle implant was cemented. Provided info marked on the device experience report is marked that the products are no suspected of failing to meet specifications or contributing to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers this investigation closed. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.